Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 reported that the patient¿s pump was alarming again. The nurse reported that a current motor stall occurred just after midnight. The patient¿s legs appear tighter. It was noted that pump was delivering compounded baclofen 2000mcg/ml at approximately 1000mcg/ay. Troubleshooting options were reviewed and the options would be reviewed with the physician and the patient¿s family. No further patient complications were reported.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed a pump motor stall and recovery on (B)(6) 2017. The patient had an increase in spasticity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-jun-2017 and it was reported that the pump was replaced today. No further complications were reported/anticipated.